Event description:
A central venous catheter was placed in the patient's left subclavian. Upon withdrawal of the spring-wire guide, it broke within the triple lumen catheter and the spring was stripped from the wire. Both ends of the wire were subsequently retrieved. The guidewire and the outside packaging of the triple lumen catheter were saved.